Event description:
It was reported the patient was overdosed in (B)(6) 2012. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the healthcare professional had seen the patient on (B)(6) 2013, but had not mentioned an overdose. There was no information about an overdose in the patient¿s chart.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).